Manufacturer narrative:
Conclusion code field left blank - no available code for undetermined or unknown cause. The customer¿s report of a leak from the female luer was confirmed. Functional testing of the returned sample confirmed the customer's experience as fluid was observed to be leaking from a crack on the female luer component of the set. The root cause of the leak was a crack on the female luer. The cause of the crack could not be identified.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The report suggests a leak occurred from the female luer during a saline gravity infusion. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.